Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient exhibited low heart rate during a post-procedure check. Further investigation found that the implantable cardioverter defibrillator was post-paced t-wave over-sensing, leading to pacing inhibition. The device was reprogrammed accordingly. Patient was stable after the event.